Event description:
It was reported via repair work order that the power cord was damaged due to being stuck under the gatch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.